Event description:
It was reported that a few days post implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient developed painful swelling. A venus duplex confirmed acute thrombosis of the subclavian, axillary and brachial veins. The patient was started on blood thinner medication and the crt-d system remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.